Manufacturer narrative:
(B)(4). It was reported that, the ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se performed calibrations and extended self-testing to correct the reported issue and all tests passed.

Event description:
It was reported that, when powered on a 980 ventilator went into an inoperable state. The event occurred when the ventilator was being setup on a patient. Although requested, information regarding the intervention taken on the behalf of the patient and patient outcome has not been provided.